Event description:
The customer reported that the insulin pump is making a loud noise. The customer's blood glucose level was unknown mg/dl. The customer noticed that more noise coming out of the insulin pump. The customer was advised that the insulin pump need to be replaced. No further assistance required.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.